Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc) approximately three weeks post implant. An x-ray was performed and noted the lead was in a stable position. An invasive procedure was performed. The pocket was opened and the lead was tested on a pacing system analyzer (psa) and noted stable measurements. The physician decided to explant and replace the lead due to a suspected small fracture. The crt-d remains implanted and in service. No additional adverse patient effects were reported.